Manufacturer narrative:
(B)(4). A returned sample was evaluated. A visual inspection was performed with the naked eye and a microscope; broken occluder feet were noted. A leak test and clear passage test were performed with no issues noted. A clamp function test was performed with a leak noted due to the broken occluder feet. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set leaked while the clamp was closed. This occurred during patient use. The patient replaced the transfer set as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.